Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made of an incident where the patient experienced hypoglycemia.

Manufacturer narrative:
The system was not in use during the reported event due to an issue with obtaining proper placement of transmitter over the sensor, which was addressed under MDR number 3009862700-2020-00195. The system cannot assert any glucose related alerts when the system is not in use.